Event description:
In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from the generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage showed an neos=yes condition.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014 due to a near end of service condition. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Describe event or problem, corrected data: previously submitted MDR indicated that the patient experienced an increase in seizures and a grand mal seizures; however, there is no indication that the patient experienced an increase in seizures and the grand mal seizure was not a new seizure type. This report is being submitted to correct this information.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient experienced six seizures in a two week period one of which was a grand mal seizure. It was reported that the patient had been experiencing a lot of aggression. The patient was referred for generator replacement. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.